Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (400s mg/dl) and insulin injections were administered to address the bg level. The cause of the high bg was not known. The customer changed the pump supplies and opened a new vial of insulin the bg was currently at 217 mg/dl. A pump system check was performed and no device issues were identified. The customer declined to remove and inspect the cannula as it had been changed the night before. The site itself looked "ok". Reportedly, the customer discussed the high bg event with a healthcare provider.